Manufacturer narrative:
No conclusion code available. The reported set screw anomaly was confirmed in the laboratory. Silicone was noted inside the lv set screw that prevented full insertion of the torque driver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead would not seat into the device header appropriately. It was noted that silicone was observed protruding out around the set screw area. Device was explanted and replaced.